Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late and rupture.

Event description:
Patient reported left side "acute inflammation with pain and fever, accumulation of fluid," rupture, "huge amount of hematic secretion," nodule, and capsular contracture baker grade IV. The event of vomiting is not device related. The device has been explanted.